Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile 250cc, catalog number 3501635, lot number 5549928. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast implantation procedure of unknown type with saline mentor smooth round moderate profile 250cc and experienced deflation and capsular contracture baker grade IV on the left breast implant and capsular contracture baker grade IV on the right breast implant. The deflation and capsular contractures were diagnosed by the healthcare professional in 2018. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 04/19/2018, it was reported to mentor that the device history record (DHR) of lot number 5550636 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).